Event description:
Clinical report states: bone fracture - patellar.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report remain implanted. No revision surgery has been reported. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Radiographic information was not available. The investigation could not draw any conclusions regarding the reported event based on the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(6 )2013-medical records received. No new information received that would change the existing MDR decision. Update: (B)(6) 2013 - additional clinical report received. Clinical report states the patellar bone fracture was a superior patella pole fracture. No new information that would change the existing MDR decision. The devices associated with this report still remain implanted. No revision surgery has been reported. Radiographic information provided confirms the superior pole of the patella has fractured. However, the investigation could not draw any conclusions about the reported event with the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.